Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the device was used for surgery on the proximal tibia on (B)(6) 2016. When the locking compression plate (lcp) large fragment instrumentation was in use, a nurse noticed that the tip of a lcp drill sleeve had chipped. Then, they looked for the chipped fragments in the patient's body and surroundings. They could not find any. No patient harm occurred. It is unknown if the device chipped during the procedure or at an earlier time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted the procedure was successfully completed.